Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst inside the ureter during the procedure. The balloon burst while the pressure was being increased, however, the exact pressure at which the burst occurred is unknown. The balloon caused a possible tear in the patient's ureter but the tear was not confirmed. It was reported that no part of the device detached. A stent was placed in this area of the ureter and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon burst inside the ureter during the procedure. The balloon burst while the pressure was being increased, however, the exact pressure at which the burst occurred is unknown. The balloon caused a possible tear in the patient's ureter but the tear was not confirmed. It was reported that no part of the device detached. A stent was placed in this area of the ureter and the procedure was completed. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4): reported event of "balloon burst."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.visual examination of the returned device revealed that the balloon material was torn longitudinally for 19 mm from the distal edge of the transition zone. There were no other defects noted to the device. Operational context contributed to the event.